Event description:
It was reported that on an 840 ventilator the upper display was unreadable. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the graphical user interface (gui) circuit board, backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.